Manufacturer narrative:
H6. Investigation summary: bd did not receive samples or photographs from the customer for investigation. Therefore, 20 retain samples from bd inventory were draw-tested with deionized water. All 20 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for incorrect draw volume. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that during use with the bd vacutainer® 9nc 0.129m plus blood collection tubes, there were issues with fill volume. Some tubes overfilled and some underfilled. 3000 tubes were affected.